Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The pump was not explanted; therefore, the pump is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2019 with cerebrovascular accident (cva). The physician ordered lovenox and the patient did not pick up the prescription. The following day the patient arrived with cva. The patient had missed a dose of coumadin and inr was 1.2. The patient had no elevated lvad powers or lactate dehydrogenase (ldhs) levels. The type of stroke was reported as embolic left middle cerebral artery (mca). It was reported that the patient had an acute embolic cva in the setting of lvad with sub-therapeutic ac levels. The patient had resultant expressive aphasia along with partial hemiparesis but retained receptive aphasia. The patient also had right upper extremity (rue) weakness and motor function was (1-2)/5. Head CT scan on (B)(6) 2019 showed 1.5 cm petechial hemorrhage around left mca infarct territory. Head CT scan on (B)(6) 2019 showed another petechial hemorrhage in the post/inferior margin of the left frontal lobe. Repeat head CT scan on (B)(6) 2019 showed no change. Treatment was tissue plasminogen activator (tpa) and heparin infusion. Anticoagulation was stopped on (B)(6) 2019 due to hemorrhagic conversion. The patient expired on (B)(6) 2019 due to withdrawal of care after cva.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.